Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient line clamp was closed during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It informs the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It instructs the user to check the lines for closed clamps. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a request for therapy assistance, the caregiver (cg) stated that the patient line clamp was closed during prime, and they did not realize this until the initial drain was started. The patient was connected at the time of the event. The technical service representative (tsr) assisted the cg in ending therapy. The cg planned to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.